Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a delivery issue with the impella device. Upon successful insertion, the pump failed to cross the aortic arch due to extensive calcium. After multiple failed attempts, the catheter kinked, and the pump was removed. A new impella cp pump was subsequently implanted without further issue. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs indicate a kink in the purge line causing sudden high purge pressure and purge system blocked alarms (attached). Analysis of the returned product revealed a large catheter kink and kinked purge line around the 43 cm marking. Based on the clinical account that the patient had a highly calcified aorta, the root cause of the high purge pressure is due to a kinked purge line as a result of patient condition. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.